Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information was requested and was not provided. (B)(6).

Event description:
The customer reported images on the screen are not exploitable; display issue; can see nothing; screen unreadable. The customer reported there was patient involvement and no patient harm.

Manufacturer narrative:
Device evaluation summary: the fse evaluated the device while onsite and confirmed the reported problem. Resolution and disposition: the fse replaced the lcd assembly and lcd cable to address the reported problem. Conclusion: the determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Root cause: n/a.